Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed driveline power fault alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The controller event log file contained events from 22mar2012 to 23mar2012. Of note, the clock appeared to be set to the incorrect year. The pump operated as intended at the set speed for the duration of the log file. The log file recorded a driveline power fault active throughout the duration of the log file. Log files appeared to capture the pump operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with driveline power faults that started a few weeks ago while steaming food. There was moderate wear on the modular connection arrows to driveline with the paint worn off. Upon inspection of the cable, the locking mechanism was found to be slightly loose but not to the point of visible yellow line. The locking mechanism was re-secured, the fault was cleared while on power module, and self-test was performed. The alarm condition was resolved. Both the periodic and event log files confirmed the driveline power fault events with the periodic log showing the faults occurring as far back as the beginning of the log on (B)(6) 2023.